Event description:
The physician uneventfully detached three coils in the internal carotid artery (ica) aneurysm. The physician had attempted to detach the fourth coil but it had not detached from the delivery wire. The fourth coil had entangled in the previously placed third coil (the subject device) and as the delivery wire was retracted, the third coil was also pulled out of the aneurysm. Both coils were removed with the catheter as one unit. The physician believed that the subject device pulled from the aneurysm as "it got tangled with the fourth coil". The procedure was completed using other coils. There was no reported clinical consequence to the patient who was reportedly in a good condition.

Manufacturer narrative:
Visual and microscopic inspection of the returned coils found that they were tangled together protruding from the microcatheter. Differentiating between the two coils was not possible. No pusher wire was attached to either coil. Both coils were kinked and had signs of detachment by electrolysis, as evident by carbon residue seen on the remaining stub of the pusher wire on each coil. One coil was extensively stretched at the proximal end near the pet junction. Based on the investigation results and information available it is probable that the previously implanted coil (the subject device) became tangled and migrated from its implanted place as a subsequent coil was being removed from the aneurysm due to a problem with detachment. Therefore, a root cause of operational context has been assigned to the reported event.

Event description:
The physician uneventfully detached three coils in the internal carotid artery (ica) aneurysm. The physician had attempted to detach the fourth coil but it had not detached from the delivery wire. The fourth coil had entangled in the previously placed third coil (the subject device) and as the delivery wire was retracted, the third coil was also pulled out of the aneurysm. Both coils were removed with the catheter as one unit. The physician believed that the subject device pulled from the aneurysm as it got tangled with the fourth coil. The procedure was completed using other coils. There was no reported clinical consequence to the patient who was reportedly in a good condition.